Event description:
During a follow-up for another unrelated report, the nurse stated thirteen other home patients (hp) from the same facility developed peritonitis. This specific incident involved a female hp who has been using dianeal pd4 ambuflex (12l/day) for peritoneal dialysis (pd) therapy since 2007. The nurse indicated that in 2008 (date unknown), the hp experienced a break in aseptic technique described as "the transfer set loosened and fell off". In 2008, the patient experienced bacterial peritonitis manifested as cloudy effluent. A peritoneal effluent culture was performed on the same date and was positive for methicillin-resistant staphylococcus epidermidis as the organism. The hp was retrained on proper aseptic technique and was prescribed ancef and fortaz (route and dosage unknown). Vancomycin (route and dosage unknown) was also added when the culture was done. There was no known exit site or tunnel infection and no routine re-use of supplies. The hp recovered from the peritonitis the following month, as evidenced by clear effluent and dianeal therapy has continued.